Manufacturer narrative:
Date rec'd by MFR: 25oct2019. Date of report: 28oct2019. The manufacturer's international service technician evaluated the ventilator and confirmed the touchscreen failure. The touch screen was replaced and the reported issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement.